Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified opening.

Event description:
Patient reported rupture on unspecified side. Healthcare professional reported left side rupture and "discomfort." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and "discomfort."

Event description:
Patient reported rupture on unspecified side. Healthcare professional reported left side rupture and "discomfort." Device was explanted.